Manufacturer narrative:
Investigation: visual inspection revealed no non-conformities with the device. The device was very bloody. The device was tested to the vacuum weight test. The device was able to lift the weight without compromising the integrity of the foam seal bond. Based upon the findings of this functional test, the reported complaint "xpose had weak suction" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the xpose had weak suction. This occurred when the surgeon went to place the suction cup on the heart. They tried increasing the suction from 250 to 300, but it still didn't fix the problem. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.